Event description:
During a routine home hemodialysis treatment, a cycler alarm occurred to check the waste line. Because of extended time taken with resolution of this alarm, rinseback of the patient's blood within the cycler's cartridge was not performed. This was due to a risk of blood clotting as the hemodialysis pump was idle during the troubleshooting time period. An estimated 190cc blood loss occurred with discard of the hemodialysis cartridge. No medical symptoms were reported.

Manufacturer narrative:
The user reported a prior blood cartridge discard during hemodialysis treatment. The date of the incident and related circumstances are unknown. No medical symptoms were noted. No product malfunction has been identified. Unresolved occurrence of the cycler alarm precludes continued use of the device for the remainder of the treatment. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The facility clinical staff instructed the user to be evaluated by hospital personnel. The user received two units packed red blood cells, hemodialysis treatment and epogen 12,000 units sc. During a 24hr admission stay. The patient was discharged and restarted on home hemodialysis treatments with no further similar incident reported. The facility clinical staff note that the user has a history of non-compliance with medical treatments. The user received reinforcement training for hemodialysis troubleshooting and manual blood rinseback when indicated. No further investigation is warranted.